Event description:
Additional information received stated that the cause of the pain, bacteria, and fever was unknown and that it was unknown whether a bacterial infection was confirmed. The patient was advised to visit a medical institution and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B2. Other: infection g2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was pain in the implantation site. While charging, there was pain when pressing around the area where the ins was implanted. Recently, even just rubbing the area caused severe pain. The patient had a metal allergy, and asked if that could be affecting it. There were no particular environment, external, or patient factors that may have caused the event. The manufacturer explained to the patient that regarding allergies, the parts in contact with tissue are made of titanium alloy, polysulfone, silicone rubber, polyurethane, and polypropylene. The patient asked whether it was safe, as they can react even to titanium. The manufacturer them to consult their healthcare provider about how their tissue is currently reacting, including any pain. The issue was not resolved. Additional information was received. It was reported that it was unknown if the patient consulted with their healthcare provider (hcp). They were advised to take a medical consultation. Additional information was received. It was reported that on saturday, october 4th, they visited the internal medicine department and had a blood test, which showed the presence of bacteria. Since the internal medicine physician isn¿t familiar with stimulators, they didn¿t know what was causing the bacteria. They haven¿t had any injuries or caught a cold, but occasionally have a slight fever.